Event description:
It was reported that upon reentering a site into which pepgen p-15 putty bone grafting material had been placed an unknown amount of time earlier, it was noted that the material had not integrated and had the appearance of "aquarium gravel." As a result; the material was removed and successfully replaced with a competitor's material. The initial reporter preferred not to provide further information.

Manufacturer narrative:
Failure to osseointegrate, while uncommon, is an inherent risk of the procedure known to doctor and patient before the procedure is initiated and is dependent on many factors including the patient's age, sex, health, and social history, the type and size of the defect being grafted, occurrence of site preparation trauma (heat or pressure), primary stability of the implant, and graft placement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a patient, it is impossible to determine the specific resorption rate of any bone grafting material; material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. Additionally, studies which examine the histomorphometry of bone grafts illustrate that vital bone formation occurs on the outer surface of the particles as the graft particles are resorbed towards the center, in general. A recent study appears to show the center, in general. A recent study appears to show invagination of new bone formation into a crack or crevice of the particle. The appearance of particles after a period of healing does not mean there was not a process of vital bone formation and particle resorption occurring. A biopsy with histologic analysis would need to be performed to make a definitive conclusion as to the state of osseointegration. From the information provided, it is not possible to determine if the graft was the etiology of failure, though it does not appear that the grafting material malfunctioned. The lot number was provided for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.